Manufacturer narrative:
The investigation determined that non-reproducible, higher than expected troponin I es results from 2 patient samples and a lower than expected troponin I es result from a non-vitros quality control sample were obtained while using the vitros 5600 integrated system. The definitive assignable cause for the two higher than expected patient sample results is unknown. However, a pre-analytical sample handling protocol is a likely the contributing factor. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. A vitros instrument transient issue cannot be ruled out as contributing factors to the events, as no within-run precision testing was performed to verify the instrument¿s performance. At the same time, the troponin I concentration for quality control l1 was not below url for the vitros tropi es assay therefore the performance of the vitros tropi es reagent at concentrations below url (0.034 ng/ml) cannot be verified. The definitive assignable cause for the lower than expected biorad quality control result is unknown. Although the most likely assignable cause of the event is pre-analytical sample mix-up, this was not confirmed by the customer.

Event description:
The customer obtained non-reproducible, higher than expected results from 2 patient samples and a lower than expected troponin I es result from a non-vitros quality control sample processed on a vitros 5600 integrated system using vitros tropi es reagent. Patent 1 vitros tropi es result 0.072 ng/ml versus < 0.012 ng/ml. Patient 2 vitros tropi es result 0.284 ng/ml versus 0.031 ng/ml. Non-vitros biorad lot 23631 level 1 vitros tropi es result <0.012 ng/ml versus 0.065 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if the results were to recur undetected. The higher than expected vitros tropi result of 0.072 ng/ml was reported from the laboratory; however, a corrected report was issued upon retest of the sample. The higher than expected vitros tropi result of 0.284 ng/ml was not reported from the laboratory. No treatment was altered, stopped or initiated as a result, and there was no allegation of patient harm as a result of the event. This report is number two of three 3500a forms filed for this event, as three devices were affected. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).